Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the radial vein. A 4.0 x 40, 40 cm mustang balloon catheter was selected for use. However, the balloon was not inflated due to a pinhole noted during flushing. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k) #: k103751, k110122.